Manufacturer narrative:
Concomitant medical prdoucts: unknown competitor crtd, implanted: unknown; unknown competitor lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the previously capped right ventricular (rv) lead was explanted due to an (B)(6) infection. It was further reported that vegetation was observed via transesophageal echocardiogram. The lead was explanted and a v acuum-assisted closure device was used. No further patient complications have been reported as a result of this event.